Manufacturer narrative:
This product has not yet been returned for analysis. This report will be updated should additional information become available or if the product is returned and analysis is completed.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited high pacing impedance measurements and high thresholds in multiple positions. The physician decided to remove and replace the rv lead prior to pocket closure. No adverse patient effects were reported.